Event description:
(B)(4) after getting essure put in I started feeling fatigue and it seamed like I could never get enough sleep, after about a month of having it in I started gaining weigh really fast, I started having really bad periods with sever cramping, I started loosing my hair, and got depressed. I ended up getting the device removed and I am still having problems after having them removed.